Event description:
It was reported that the bd q-syte¿ needle-free connector experienced device damage. The following information was provided by the initial reporter: in the process of use, liquid leakage occurred. The nurse on duty looked for the reason and found that the leakage was caused by the leakage of liquid at the joint, and replaced the new needle-free joint. After carefully checking the old joint, it was found that the cause of the leakage was the breakage of the diaphragm.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of component damage - leak were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ needle-free connector experienced device damage. The following information was provided by the initial reporter: in the process of use, liquid leakage occurred. The nurse on duty looked for the reason and found that the leakage was caused by the leakage of liquid at the joint, and replaced the new needle-free joint. After carefully checking the old joint, it was found that the cause of the leakage was the breakage of the diaphragm.